Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use ((B)(4)). An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device failed. It was not able to successfully transect tissue. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4) rev w. The resistance value was measured at 0.55 ohms which is below specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was conducted on (B)(6) 2024 with the following results: the electrical resistance of the complaint device was measured using the complaint lab¿s hemopro2 final test fixture. The electrical resistance measurement was 0.60¿ which is below the required value. Per hemopro 2 final test procedure (B)(4), the electrical resistance for the hemopro 2 device must be between 0.65 -0.70¿ the complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. While the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, the hemopro power supply made the audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool even though the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. O after opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the wire going from the poly-fuse to the heating element in the jaws was position directly under the common switch terminal. When the handle was completely closed, the sharp wire ends of the wire welded to the common switch terminal would have been pressed into and penetrating the insulation on the wire going from the poly-fuse to the heating element. This caused an electrical short that prevented electrical energy from going to the heating element in the jaws. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab¿s hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the sharp wire ends of the wire welded on the common switch terminal which had penetrated the wire insulation of the wire that goes from the poly-fuse to the heating element in the jaws on the complaint vh-4000 hemopro2 tool. Based on the returned condition of the device, the investigation results, and engineer evaluation, the reported failure "failure to deliver energy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000346932 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 12/13/2023. An investigation was conducted on 12/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device failed. It was not able to successfully transect tissue. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.55 ohms which is below specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was conducted on 01/02/2024 with the following results: the electrical resistance of the complaint device was measured using the complaint lab¿s hemopro2 final test fixture. The electrical resistance measurement was 0.60 ohms which is below the required value. Per hemopro 2 final test procedure 90523436, the electrical resistance for the hemopro 2 device must be between 0.65 -0.70 ohms. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. While the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, the hemopro power supply made the audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool even though the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. O after opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the wire going from the poly-fuse to the heating element in the jaws was position directly under the common switch terminal. When the handle was completely closed, the sharp wire ends of the wire welded to the common switch terminal would have been pressed into and penetrating the insulation on the wire going from the poly-fuse to the heating element. This caused an electrical short that prevented electrical energy from going to the heating element in the jaws. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab¿s hemopro power supply (c-vh-30) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. Next, the complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the sharp wire ends of the wire welded on the common switch terminal which had penetrated the wire insulation of the wire that goes from the poly-fuse to the heating element in the jaws on the complaint vh-4000 hemopro2 tool. Based on the returned condition of the device, the investigation results, and engineer evaluation, the reported failure "electrical issue" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut with power setting of 3. It worked when they tested and did 1 branch and didn't work after that. They changed the device out and used the same cable and the new device worked. No patient effects, only delay was to change out devices.